Event description:
A report was received that the patient¿s leads were producing high impedances. The patient underwent a revision procedure wherein the leads were explanted. Lead fracture was suspected.

Event description:
A report was received that the patient¿s leads were producing high impedances. The patient underwent a revision procedure wherein the leads were explanted. Lead fracture was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Device evaluation indicated that the lead (sc-2218-70 sn: (B)(4)) passed photographic imaging tests performed. The complaint was confirmed. Both leads revealed fractured cables at the clik anchor sites, 1 cm from the set screw mark.